Manufacturer narrative:
Per the clinic, the patient developed an infection around the implant site and the patient was treated with IV antibiotics (date and duration not reported).

Manufacturer narrative:
Device analysis report attached.

Event description:
Per the clinic, the device was explanted on (B)(6) 2026, due to an infection (site of infection not confirmed) and reimplantation is planned but has not taken place at the time of this report. Additional information has been requested but has not been made available as of the date of this report.